Event description:
A malfunction was reported with malfunction code malf 9. There was no adverse impact to the customer's blood glucose level. The customer received information from technical support on how to reset the pump, which successfully resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to report any future malfunctions, which was acknowledged and understood.